Event description:
It was reported that the arctic sun device had several alarms code 113 (reduced water temperature control). As per review of wo on 13jun2023, there was no patient involvement. As per follow up information received via email on 13jun2023, the device was on its way to bd partner. The issue was not resolved yet.

Manufacturer narrative:
The reported issue was unconfirmed. The device was evaluated and the reported issue was not able to be verified as the functional check showed the device to perform without issue. No root cause could be found because the reported event was unconfirmed. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. As the reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, that the arctic sun device had several alarms code 113 (reduced water temperature control). Per review of wo on (B)(6) 2023, there was no patient involvement. Per follow up information received via email on 13 jun 2023. The device was on its way to bd partner. The issue was not resolved yet.